Event description:
The compounder experienced p-25 and e94 alarms that reportedly occurred after compounding a bag of tpn for a pt. The compounded formula contained 0.7meq of kcl per 100ml. The pharmacy reported receiving a green completion light, the tpn was dispensed, but error messages occurred when a pharmacist went back to the micromix to continue compounding. The m.d. Contacted the pharmacy, questioning the accuracy of the tpn as the pt. Experienced a rise in serum k+ levels from 6.4 at 3:42pm to 7.1 at 5:00pm. The tpn was stopped by the m.d. And another bag was compounded without kcl. The pharmacist reported a p-25 alarm had occurred after the compounding of the second bag, however, a green completion light had been received for the second bag as well. The bag was dispensed but not hung, as the pharmacy recalled the bag prior to use. A third tpn was compounded manually. Since the serum k+ level continued to rise when the manually compounded bag was infusing, the m.d. Was reported to have said the he felt the pt's underlying medical condition was the cause of the rise in the serum k+. The pharmacy reported that the other bags of tpn were compounded for 3 pts during the same period of time and the pts did not experience a rise in serum k+. The clinical pharmacy coordinator stated she was not able to divulge the treatment interventions necessary for the pt in question, other than to state the tpn with kcl was discontinued. The pt was said to be stable.